Manufacturer narrative:
Complaint verified through photographic documentation. Return not anticipated; no RMA issued. Should additional information become available a supplemental record will be filed.

Event description:
The facility administrator states the staff was transferring the resident from the bed and were attempting to get a weight when the actuator broke out of the casing and the consumer fell to the floor. No injuries occurred as far as the administrator is aware and this incident occurred this morning. Update from the complaint handling unit on 6/16/2016: administrator reported that the consumer fell to the floor and sustained some bruising.